Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room to be treated for diabetic ketoacidosis. The customer declined to provide any further information to tandem technical support regarding this event.